Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one-week post device replacement, noise on the right ventricular lead was observed. Noise was reproducible in clinic. All other electrical measurements were within normal limits. No programming changes were made. Patient was stable and will continue to be monitored.

Event description:
New information received notes that the plan was to examine device connections. Subsequently, lead was capped and replaced on (B)(6) 2018 due to noise oversensing. Device was also explanted and replaced. Patient¿s condition was stable throughout the event.